Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that during a power outage lasting for approximately 5 to 10 seconds on the surgical intensive care unit the pumps became inoperable. The infusion pumps containing a maintenance dose of ns shut down during the brief event, despite the pumps being plugged into their emergency red electrical sockets. The emergency red electrical sockets are hooked up to their emergency generators and automatically power back on within 5 to10 seconds. After the power was restored, the pumps had to be reprogrammed entirely as opposed to selecting the ¿restore¿ button. The error message on the alaris pump read ¿system error¿. Although requested, there was no report of harm.

Event description:
It was reported that during a power outage lasting for approximately 5 to 10 seconds on the surgical intensive care unit the pumps became inoperable. The infusion pumps containing a maintenance dose of ns shut down during the brief event, despite the pumps being plugged into their emergency red electrical sockets. The emergency red electrical sockets are hooked up to their emergency generators and automatically power back on within 5 to10 seconds. After the power was restored, the pumps had to be reprogrammed entirely as opposed to selecting the ¿restore¿ button. The error message on the alaris pump read ¿system error¿. Although requested, there was no report of harm.

Manufacturer narrative:
Partial date of birth: 4/19 - year not provided. The customer¿s report of pumps becoming inoperable was not confirmed in the pcu device event log or replicated during testing. The pcu error log showed no errors or malfunctions recorded on the customers reported incident date of (B)(6) 2019. The event log show the pcu was in continued use since (B)(6) 2019 and was powered off on (B)(6) 2019 at 9:43am no errors or malfunctions were observed during this timeframe. Functional testing was performed by using the customers returned devices, basic infusions were programmed and ran for 2 days. No errors or malfunctions were observed. The root cause was not determined. No instances of the reported event were found in the logs.